Event description:
The patient had a c-section on 3/22 and dermabond was used to close the 15cm wound. She returned to the hospital approx 18 days later, since she developed dermatitis around the dermabond and was given texmeten ointment. She visited a dermatologist 10 days later and antebate lotion was prescribed. The patient is now stable and recovering.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.